Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact to the customer¿s blood glucose level. Technical support provided instructions to reset the pump, assisted with the reset, and confirmed that the malfunction code did not reoccur; the customer was informed to continue using the pump and to call back if the issue recurred.